Manufacturer narrative:
Patient weight now provided. A medtronic representative, following up with the site, reported that the site is not using non validated instruments. They were using non-medtronic screws and rods. The only navigated instruments they were using were the ball tip probe and the navigated pak needle. A software investigation was completed but was unable to determine probable cause without further information since the behavior cannot be replicated.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4).

Event description:
A medtronic representative reported that, while in a spinal procedure, the surgeon alleged an inaccuracy in navigation. The navigation system showed the surgeon was medial and the surgeon states wrong level on patient left side. The navigation system also showed the surgeon was in bone, however, when the surgeon advanced the pedicle access kit (pak) needle, was in soft tissue with no bone purchase. The navigation system was accurate on patient right side. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was approximately two minutes.